Event description:
It was reported that during a surgical procedure, the ultrasonic aspirator heated up. Backup equipment was used to complete the procedure, without causing a delay. No pt or user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The ultrasonic aspirator was received by the manufacturer, and the complaint was confirmed. Internal components were evaluated, which revealed the tip attachment was not positioned correctly on the aspirator, due to a stretched angle nut. The angle nut most likely became damaged from over-torquing during tip assembly at the user facility. If the tip is not aligned properly, friction among rotating components can result in heart generation. The device could not be repaired, and therefore was not returned to the user facility.